Event description:
A customer observed discordant results for 3 samples from the same patient using vitros trop I during a correlation study with trop I es on a vitros eci in 2 consecutive days in 2007. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The trop I results were reported, however, there was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation of this event found that the vitros eci was performing as expected. The root cause of the discordant results were determined to be heterophilic antibody interference with the vitros trop I assay. The vitros trop I es assay has been designed to be more robust to heterophilic antibody interference and was not affected by the interferent in the sample.